Manufacturer narrative:
Patient code 3191 (labeled) photophobia. The lot number was not provided and the complaint sample was not made available for evaluation. There is no sample or no product lot available for this complaint, therefore evaluation on product involved in this complaint could not be performed. No further investigation can be performed at this time since the lot number is unknown. Continuous monitoring of these types of complaints through trending and analysis may indicate future actions. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received on 24jan2019 via medical records. It was reported that the consumer visited an eye care professional (ecp) on (B)(6) 2016 wherein she was diagnosed with hyperopia with associated diagnosis of presbyopia and regular astigmatism. Non-dilated ophthalmoscopic examination of retina and vessels revealed a chorioretinal scar in the od periphery. Additional information was received on 28jan2019 via medical records. It was reported that the consumer visited an ecp on (B)(6) 2017 for corneal evaluation of a corneal ulcer in the left eye (os). History of present illness revealed that the throbbing pain and blurred vision worsened in the os more than the od with associated symptoms such as light sensitivity, redness, tearing and discharge. It was mentioned that a couple of days prior, the consumer felt discomfort and the os started watering excessively so she removed her contact lenses in the afternoon. When she woke up the next day, both of her eyes (ou) were gooped over but od was matted shut, her ou were sensitive to light and was throbbing in pain, os greater than od and swelling around upper and lower right lid that was tender to touch. The consumer normally wore the contact lenses 24 hours a day and slept in them, only taking the contact lenses out when her eyes become irritated. She used besifloxacin and tobramycin four times a day in her od and every two hours in her os as instructed by the previous facility. A list of her eye medications include besifloxacin 0.6% eye drops, one drop four times a day, besifloxacin 0.6% eye drops one drop every two hours, tobramycin 0.3% eye drops one drop every two hours, hydrochlorthiazide 12.5 mg capsule one capsule daily and tramadol 50 mg tablet one tablet as needed (prn). Slit lamp examination revealed a mild diffuse sub epithelial haze in the right cornea and a four millimeter (mm) central infiltrate with one mm hypopyon with diffuse haze in the left cornea, trace injections in the right conjunctiva and 3+ injection in the left conjunctiva with 1- 2+ nuclear sclerosis (ns) in the right lens and nuclear sclerotic cataract (nsc) in the left lens. She was diagnosed with severe corneal ulcer in the os. She was prescribed with besifloxacin 0.6% eye drops, one drop every hour in the morning and every three hours during hours of sleep (hs), ciprofloxacin 0.3% eye ointment every hs in the os and vancomycin 900 mcg/mg powder one drop in the os every hour day and night. The consumer was instructed to continue besifloxacinn every hour, ciprofloxacin ointment every hs, vancomycin every hour and discontinue tobramycin as well as contact lens wear. The consumer was scheduled to return to the clinic a couple of days after. On (B)(6) 2017, the consumer visited the ecp status post diagnosis of corneal ulcer in the os. She complained of severe pain, extreme light sensitivity and worsened vision. Slit lamp examination revealed a mild diffuse sub epithelial haze in the right cornea and a four mm central infiltrate with one mm hypopyon condensing with diffuse haze in the left cornea, with trace injections in the right conjunctiva and 3+ injection in the left conjunctiva. She was diagnosed with severe corneal ulcer in the os. She was prescribed with besifloxacin 0.6% eye drops, one drop every hour in the morning and every three hours during hours of sleep (hs), ciprofloxacin 0.3% eye ointment every hs in the os and vancomycin 900 mcg/mg powder one drop in the os every hour day and night. She was advised to continue besifloxacin every hour, ciprofloxacin ointment every hs and vancomycin four times a day and was scheduled to return to the clinic a week after. On (B)(6) 2017, the consumer visited the ecp for a follow up visit for the corneal ulcer in the os. It was reported that the os was doing a lot better since the last visit and that the consumer experienced light sensitivity and mild foreign body sensation. Slit lamp examination revealed a mild diffuse sub epithelial haze in the right cornea and a four mm central infiltrate with one mm hypopyon condensing with diffuse haze in the left cornea, epithelium healing, trace injections in the right conjunctiva and 3+ injection in the left conjunctiva. She was diagnosed with severe corneal ulcer in the os. She was prescribed with hypochlorous acid-sodium chloride 0.01% topical spray to be applied to both lids daily, besifloxacin 0.6% eye drops, one drop every hour in the morning and every three hours during hours of sleep (hs), ciprofloxacin 0.3% eye ointment every hs in the os. She was advised to continue besifloxacin every hour, coprofloxacin ointment every hs and discontinue vancomycin. She was scheduled to return to the clinic a week after. On (B)(6) 2017, the consumer visited the ecp for a follow up visit. It was reported that the corneal ulcer was improving but still has to keep her os closed a bit. Slit lamp examination revealed a mild diffuse sub epithelial haze in the right cornea and a 2.3 mm central infiltrate with one mm hypopyon condensing with diffuse haze in the left cornea, epithelium healing, trace injections in the right conjunctiva and 3+ injection in the left conjunctiva. She was diagnosed with severe corneal ulcer in the os. She was advised to continue hypochlorous acid-sodium chloride 0.01% topical spray, besifloxacin every hour, ciprofloxacin ointment every hs and to return to the clinic a week after. On (B)(6) 2017, the consumer visited the ecp for a follow up visit. It was reported that the consumer was feeling a lot better. Slit lamp examination revealed a mild diffuse sub epithelial haze in the right cornea and a 2.3 mm central scar with one mm hypopyon resolved with very trace of epithelial defect in the left cornea, trace injections in the right conjunctiva and 3+ injection in the left conjunctiva. She was diagnosed with severe corneal ulcer in the os, it was noted that the corneal ulcer was healing well. She was advised to use besifloxacin four times a day in the os until the drops runs out, ciprofloxacin ointment every hs until the ointment runs out and to start loteprednol four times a day in os and to return to the clinic two weeks after. On (B)(6) 2017, the consumer visited the ecp for a follow up visit. It was reported that the consumer was feeling a lot better and her os was still red in the mornings. Slit lamp examination revealed a mild diffuse sub epithelial haze in the right cornea and a 2.3 mm central scar, very trace of epithelial defect in the left cornea, trace injections in the right conjunctiva and 3+ injection in the left conjunctiva. She was diagnosed with corneal scar/opacities central in the os and resolved corneal ulcer os. She was advised to discontinue besifloxacin, taper loteprednol 4-3-2-1 every week. Corneal surgery (anterior lamellar keratoplasty - alk) was discussed to remove scar. On (B)(6) 2018, the consumer underwent alk and on (B)(6) 2018, the consumer visited the ecp for a follow up visit post operation. It was reported that the consumer's vision was blurry but was getting better. Slit lamp examination revealed a mild diffuse sub epithelial haze in the right cornea and a graft alk#1 bandage soft contact lens in place clear, 1+ stromal edema, centered in the left cornea, trace injections in the right conjunctiva and 1+ injection in the left conjunctiva. She was diagnosed with corneal graft os and corneal scar/opacities, central os and was advised to return to the clinic a week after. On (B)(6) 2018, the consumer visited the ecp for a follow up visit one week after operation. It was reported that the consumer's vision was blurry but was getting better. Slit lamp examination revealed a mild diffuse sub epithelial haze in the right cornea and alk#1 bandage soft contact lens in place clear, compact, centered, healed epithelial defect in the left cornea, trace injections in the right conjunctiva and 1+ injection in the left conjunctiva. The consumer was diagnosed with corneal graft os and corneal scar/opacities, central os and was advised for a follow up visit a month after. She was advised to continue loteprednol eye gel drops four times a day and to start loteprednol ointment every hs, discontinue besifloxacin and bromfenac and removal of bandage contact lens and for a follow up visit a month after. Additional information was received on 30jan2019 via medical records. On (B)(6) 2018, the consumer visited the ecp for a follow up visit. The consumer reported that her os seemed to have a foreign body sensation from time to time. Slit lamp examination revealed a mild diffuse sub epithelial haze in the right cornea and alk#1, clear, compact, centered in the left cornea, trace injections in the right conjunctiva and normal no injection in the left cornea with 1-2+ nuclear sclerosis in the right lens and nuclear sclerotic cataract (nsc) 2+ in the left lens. She was diagnosed with corneal graft os and corneal scar/opacities, central os and was advised to return to the clinic a month after. On (B)(6) 2018, the consumer visited the ecp for a follow up visit. The consumer reported that her os seemed to have a foreign body sensation with mild sensitivity from time to time and that her vision seemed to be getting a little better. She added that the lubricating eye drops helped with most irritations. Slit lamp examination revealed a mild diffuse sub epithelial haze in the right cornea and alk#1, clear, compact, centered, sutures okay in the left cornea. The consumer was diagnosed with corneal graft os, corneal scar/opacities, central os and lens cataract senile nuclear and was advised to return to the clinic a month after. On (B)(6) 2018, the consumer visited the ecp for a follow up visit. The consumer reported that her os had a sensation of something poking her eye and that she has pain in her eye from time to time. Slit lamp examination revealed a mild diffuse sub epithelial haze in the right cornea and alk#1, clear, compact, centered, sutures okay (half was removed) in the os. The consumer was diagnosed with corneal graft os, corneal scar/opacities, central os and lens cataract senile nuclear. Half of the corneal sutures was removed and the rest of the sutures was anticipated to be removed after five months. The consumer was advised for a follow up visit two months after. On (B)(6) 2018, the consumer visited the ecp with a chief complaint of eye pain in the os with a history of alk. The consumer reported that a couple of days prior, she accidentally put finger nail glue into her os instead of her eye drops and her eyelids were glued shut, she started to experience pain and foreign body sensation like something was in her eye. She used loteprednol ointment and eye drops and flushed her eye with water. She believed she still had glue on her upper left lid. Slit lamp examination revealed a mild, diffuse sub epithelial haze in the right cornea and alk#1, clear, compact, centered, sutures okay, mild abrasions superiorly which was suggestive of lash glue interference in the left cornea. She was diagnosed with corneal abrasion os, corneal graft os and lens cataract senile nuclear. It was discussed that the residual glue could not be removed at the slit lamp because it was still adhering very well and may epilate the lashes on the upper left lid. The consumer was advised to clean the lids and use vaseline to try to remove the lash glue gradually. On (B)(6) 2018, the consumer visited the ecp for a follow up visit status post operative lamellar keratoplasty in the os. It was reported that the consumer was doing very well and that the vision seemed to be about the same and that there has been some improvement but not significant and the od was a little irritated. Slit lamp examination revealed a mild, diffuse sub epithelial haze in the right cornea and alk#1, clear, compact, centered, sutures okay in the left cornea. She was diagnosed with corneal abrasion os resolved, corneal graft os and lens cataract senile nuclear. All of the corneal sutures had been removed, the consumer was advised to decrease loteprednol to once a day in the os for a month and then discontinue. She was referred to a different ecp for scleral contact lens fitting post graft symptoms in the os and advised for a three months graft check with scleral lens. On (B)(6) 2018, the consumer visited the ecp with a chief complaint of eye pain in her os. She reported that a week prior, she wore her scleral lens in the os for the first time and she felt immediate discomfort with a foreign body sensation which lasted for about 20 minutes before she took out the scleral lens. She visited an ecp the same day and was told there were no scratches present and was advised to discontinue wearing the scleral lens because the os was irritated. She added that the vision was okay with the scleral lens but it was the discomfort that was causing the problem. It was noted that the consumer presented with a great deal moderate drooping lid located in the left upper lid that has been occurring seven months ago. The condition became better with manual lifting of the upper lid and was associated with tiredness. Slit lamp examination revealed a mild, diffuse sub epithelial haze in the right cornea and alk#1, clear, compact, centered, all sutures were out in the left cornea. She was diagnosed with corneal graft os and lens cataract senile nuclear. It was discussed that the graft was doing well and that the consumer should continue to work with contact lens fit to tweak the fit and prescription of the scleral contact lens. It was explained that the consumer does not need to use loteprednol but to keep it in hand for emergencies of graft rejections symptoms. The consumer was advised to return to the clinic a year after for graft check. On (B)(6) 2018, the consumer visited the ecp with a chief complaint of a floater in her os. The history of the present illness reported that there was a black dot with hair going through the os a week ago. Slit lamp examination revealed a mild, diffuse sub epithelial haze in the right cornea and alk#1, clear, compact, centered in the left cornea. Fundus examination revealed + cupping, no thinning, no pallor in the disc od and a posterior vitreous detachment (pvd) in the os. She was diagnosed with corneal graft os, open angle with borderline findings, high risk bilateral, retinal vitreous degeneration and lens cataract senile nuclear. It was discussed that there were no holes, tears or retinal detachment (rd) with regards to the ovd os. The consumer was advised to report new or increased floaters, flashing lights, veils, or other visual field abnormalities as these symptoms would indicate retinal detachment or tears which would need immediate attention. The consumer was also a glaucoma suspect based on the appearance of the optic nerves asymmetrical cupping od more than os and there was no need for therapy at the time. On (B)(6) 2019, the consumer visited the ecp with a chief complaint of floater in the os. It was reported that the vision was good but she noticed a new floater for the os. For a follow up visit. Slit lamp examination revealed a mild, diffuse sub epithelial haze in the right cornea and alk#1, clear, compact, centered in the left cornea. Fundus examination revealed + cupping, no thinning, no pallor in the disc od and a couple of pvd in the os. She was diagnosed vitreous degeneration os, corneal graft os, open angle with borderline findings, high risk bilateral, retinal vitreous degeneration and lens cataract senile nuclear. The consumer was advised to report new or increased floaters, flashing lights, veils, or other visual field abnormalities as these symptoms would indicate retinal detachment or tears which would need immediate attention, to continue to follow up with a different ecp for glaucoma management and to continue with loteprednol daily and scleral contact lens wear. Additional information has been requested but not yet received.

Event description:
Additional information was received on 08feb2019 via medical records. On (B)(6) 2015, the patient visited the eye care professional (ecp) with a complaint of red, swollen, photophobia and pain in the left eye (os) since a day prior. It was reported that the conjunctiva had 2+ injection and the cornea with 1+ infiltrate follicles. She was diagnosed with aap, conjunctivitis os. On (B)(6) 2015, the patient visited the ecp and stated that the os was much better. She was diagnosed with aap, improved conjunctivitis os and she was prescribed with prednisolone/ofloxacin three times day (tid) for the os. She was advised to return to the clinic a week after. On (B)(6) 2015, the patient visited the ecp and stated her os was sore but not severe, she felt much better. She was diagnosed with aap, improved conjunctivitis os and supported ptosis and she was prescribed with prednisolone/ofloxacin twice a day (bid), three doses. She was advised to return to the clinic a week after. On (B)(6) 2017, the patient visited the ecp for with a chief complaint of painful eyes, od and os. The painful eyes worsened with eye movement, was constant and aching and was associated with tearing, red eyes, foreign body sensation, blurred vision and discharged os, matted both eyes (ou). The painful eyes were moderate in severity os worse than od. The painful eyes were present for a day and was treated with opcon-a, clear eyes. Examination revealed purulent discharge and conjunctival injection in both conjunctiva. She was diagnosed with bacterial conjunctivitis ou. She was prescribed with besifloxacin 0.6% eye drops, 1 drop four times a day (qid) od and every two hours in os, tobramycin eye drops, one drop every two hours in os and tramadol tablet, one tablet every six hours as needed for pain. She was advised for a follow up visit the following day. On (B)(6) 2017, the patient visited the ecp and reported that she has not gotten any better, her os was still tearing, matting and with severe pain. It was reported that the patient slept while wearing her contact lenses three days prior, there may be a scratch yesterday and her lid was swollen yesterday but was worse today. Her ocular medications include besifloxacin four times a day in od and every two hours in os and tobramycin every two hours in os. Gonioscopy revealed the external of the os as swollen and matting, there was severe lid edema, positive for mucopurulent discharge, 3+ injection and 3+ chemosis on the conjunctiva and positive for central corneal ulcer four mm round. She was diagnosed with aap, sl upper lid ptosis, mucopurulent bacterial conjunctivitis os and central corneal ulcer os (acanthamoeba versus pseudomonas).she was referred to another ecp and was advised to continue current eye drops every hour in os. 22nov2017, the patient reported that she was getting better. Additional information has been requested but not yet received.

Event description:
Additional information was received on 06mar2019 via emailed medical records. It was reported that on (B)(6) 2018, the patient visited the ecp for her scleral lens follow up. She had a history of corneal transplant left eye (os) cornea replaced by transplant, hypermetropia, astigmatism and regular presbyopia. She complained of some discomfort, allergies, burning and blurry visual acuity in the os after insertion of scleral lens. She was dispensed with lenses and was advised to return to the clinic a week after wearing for four hours as the ecp needed to check the vault at the superior graft. On (B)(6) 2018, the patient visited the ecp and reported that her vision was good and consulted about redness after removal of the scleral lens. She was given eyeglasses prescription and she was aware that it would not provide as good vision as scleral lenses do. On (B)(6) 2018, the patient visited the ecp and ordered new scleral lens which were made larger due to horizontal visible iris diameter (hvid) and increased sag. On (B)(6) 2018, the patient visited the ecp for follow up check on the contact lens of the os. She reported good comfort so far with the current contact lens trial and her visual acuity was good. She was dispensed with scleral lens and advised to return to the clinic a week after and to wear the scleral lens four hours prior to the clinic visit. On (B)(6) 2018, the patient visited the ecp for scleral lens check and she had been wearing the lenses for four hours on that day. She reported that she felt better comfort than the last pair but she does have a little redness at the end of the day, she saw a small impression of the lens on the eye and her vision was good. Slit lamp examination revealed penetrating keratoplasty with wrinkles, no neo (-) spk or staining, sl staining on conjunctiva temporally where scleral sits. The scleral prescription was finalized and the patient was educated to avoid over wear of the scleral lenses and to take great care pf the lenses. She was advised to return to the clinic three months after to check the health of the graft.

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by the consumer that she underwent a corneal transplant because of infection and scarring caused by contact lens wear. She mentioned that she developed an infection on her left eye (os) in (B)(6) 2017 and that she visited three different ophthalmologists who diagnosed the problem and gave her treatment. She finally needed the corneal transplant in (B)(6) 2018. She currently wears scleral lens and would have ongoing ocular healthcare. Additional information has been requested but not yet received.